Event description:
Caller reported a malfunction on the pump, identified by a code. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.